Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted yesterday exhibited abnormal sensing and shock impedance out of range. Smart pass was disabled and inappropriate shock was also noted, with all vectors failing despite stable system impedance at 90 ohms. Technical services (ts) reviewed captured subcutaneous electrocardiogram (s-ECG) showing wavy baselines, low r-wave amplitude, and perturbations at charge, suggesting possible air entrapment or connection issues. Palpation and imaging were recommended to isolate air location. A x-ray was performed and it was not clear. After sternal manipulation, noise was observed near sense a. Reprogramming to alt vector was performed, with daily pii transmissions advised. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.